Manufacturer narrative:
The entire device was not received. The product has been stress fractured and has shattered. The product was received in two fragments. The threaded portion indicates excess torque was applied, as the thread is compressed and rolled. The head indicates that stripping began. Subsequent request for information relayed the patient had average bone density. It was relayed that prep was done with a biorci driver. The starter must be utilized with the biorci screws to minimize screw breakage during insertion. Excessive force should not be placed on the delivery instrument. It is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of this device. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that during a cruciate ligament reconstruction surgery the screw broke. A backup device was available to complete the procedure with no major delay or patient injuries.